Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Covidien is not authorized to service the device. Customer reported to have replaced the alarm assembly and alarm cable. Customer has conducted final testing.